Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/19/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: no product is being returned. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pah570, and no non-conformances were identified. Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a davinci laparoscopic hernia procedure on an unknown date and a barbed suture was used. During the procedure, when the surgeon pulled the needle through the tissue, the needle separated from the suture, unknown layer of tissue, unknown loop. A second like suture was used to complete the procedure. There were no patient consequences reported. No additional information was provided.